Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient presented with chest pain and diaphragmatic stimulation. The right ventricular (rv) lead was exhibiting high thresholds and no capture. Decreased r wave measurement was also identified. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.